Manufacturer narrative:
No unexpected running/scrolling of numbers noted during testing. The up arrow button the insulin pump had intermittent button response due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is 124 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.